Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker implanted in a canine patient exhibited undersensing, which resulted in pacing being delivered. The device sensitivity value was subsequently decreased to 4 mv; however, when an attempt was made to further decrease it to 3 mv, t wave oversensing was observed. This programming was initially appropriate, but more recently t wave oversensing was noted on an electrogram (egm). A low intrinsic ventricular amplitude was also observed. The patient was noted to occasionally experience fast runs of intrinsic rhythm episodes, for which the health care professional (hcp) suspected intermittent pathological atrial arrhythmias or the presence of an accessory pathway. The hcp requested programming recommendations for this case. Technical services (ts) was consulted and indicated that the r wave amplitude measured approximately 4 mv. The arrhythmia observed following this undersensed beat included a ventricular paced beat labelled as fusion. Ts explained that fusion only occurs when an r wave is detected. The field representative further suggested that the beat labeled as fusion may have resulted from the pacing impulse coinciding with the t wave, as its morphology demonstrated a similar directionality to the preceding t waves. With this fusion beat included, the arrhythmia suggests a potential tachyarrhythmia. Therefore, programming changes that would allow this undersensed beat to be detected would have been unlikely to change this rhythm. Given that the patient has limited underlying rhythm, the programming recommendation would be to increase sensitivity to allow detection of this beat; however, this adjustment may increase the risk of oversensing. Ts also noted that standard programming recommendations may not be fully applicable to non human patients and emphasized that use in canine patients is off label. The field representative the fusion beat could be due to the pacing impulse coinciding with the t wave no adverse patient effects were reported. This device remains in service.